Event description:
It was found that the stair tread/tracks are stuck due to the track belt needing an alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.